Event description:
On (B)(6) 2013 the patient contacted animas alleging that her blood glucose (bg) has been elevated between 151mg/dl and 425mg/dl with large ketones and feeling sluggish. The patient reportedly used manual injections to bring her bg down as recommended by her healthcare provider. The patient noted that on (B)(6) 2013 her bg rose to 180mg/dl, and then she went to a potluck and was unsure of the amount of carbohydrates in the food she ate. The patient stated her bg was up to 290mg/dl when she got home and she thought that she did not count carbohydrates correctly; however, when her bg continued to elevate she decided to contact animas. The patient stated that she had changed the site, set, and cartridge several times in the past few days due to the elevated bgs. The patient stated that over the past two days, she has had a cartridge leak at the luer connection. The patient also noted seeing air in the cartridge. The patient was unsure if there had been any damage to the cartridge or not. The patient noted that when she performed her site change, she transferred the leftover insulin from the old cartridge to the new cartridge. The patient stated she changes out the site, set, and cartridge every four to five days. During troubleshooting, it was noted that the insulin the patient was using was expired. The patient was also reportedly using apidra insulin. Customer technical support advised the patient that multiple factors may have contributed to elevated bgs, including use of expired insulin, using the cartridges and infusion set for longer than recommended, and use of apidra insulin, as apidra is only recommended for use for 48 hours and then the reservoir is to be discarded. The patient was advised to contact her healthcare provider for additional site recommendations and to seek medical attention if she is unable to obtain non-expired insulin. The patient was also advised to change out the site, set, cartridge, and insulin with new supplies and to use areas away from scar tissue for insertion. The patient¿s bg at the end of the call was reportedly 245mg/dl. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to misuse of cartridges while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned; a retain cartridge sample from the same lot has been evaluated by product analysis on 01/24/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; there were no leaks found from the luer connection, o-rings, or any other part of the cartridge. A fill test was performed with no issues observed. A force test was performed, and the cartridge force readings were confirmed to be within specifications; no failures were found related to the complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.